Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead exhibited high out of range pacing impedance measurements, high pacing thresholds and undersensing. The lead was exchanged for a new one to complete the procedure. No adverse patient effect were reported. At this time, this rv lead has not been returned.